Event description:
It was reported that there was a malfunction resulting in a system shutdown and loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on / off switch was replaced to resolve the issue. Block a: no patient information provided to date after requests 07/16/28 and 07/28/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.